Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that under-insertion of the lead terminal pin into the device header is suspected to be the cause of the difficulty inserting the right atrial and right ventricular leads into the device header. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for similar events.

Event description:
It was reported that during the initial implant procedure, the physician experienced difficulty inserting the right atrial (ra) lead and right ventricular (rv) leads into the device header due to the connection being too tight. The pacemaker and ra and rv leads were successfully connected and lead measurement testing was performed and reported to be within normal limits. The pacemaker system remains in service. No adverse patient effects were reported.